Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that they are unable to perform a first system cd back-up on architect system software version 3.10, and they are getting the following message (back-up software not found on f.drive). They were able to perform a back-up to the hard drive. The customer also was able to perform a back-up to the cd after doing a cycle power. There was no impact to patient management reported.